Manufacturer narrative:
(B)(4).

Event description:
The customer reports: we had a swan that was difficult to pull back into the sheath during a valve procedure. The surgeon instructed us to pull the sheath out with the swan since it would not move. When we pulled it out, the swan was through a side hole in the sheath.

Event description:
The customer reports: we had a swan that was difficult to pull back into the sheath during a valve procedure. The surgeon instructed us to pull the sheath out with the swan since it would not move. When we pulled it out, the swan was through a side hole in the sheath.

Manufacturer narrative:
Qn#(B)(4). One mac sheath assembly with 7.5fr swan catheter and cath gard attached were returned for evaluation. The lidstock and drape were also returned. Visual inspection of the returned components revealed the swan catheter was protruding out the 3rd skive hole in the distal lumen of the mac device. After removing the catheter, the material around the skive hole was stretched and deformed inward blocking the catheter from advancing through. It cannot be determined if the damage around the hole was present before insertion of the swan catheter or if the area was damaged during insertion. Aside from the damage to the skive hole, no blockages or deformations were observed on the inside of the sheath body. Biological material was observed on the returned samples. No other defects or anomalies were found on any of the returned components. The overall length of the mac body measured 116mm which is within specification of 114-120mm per product drawing. The inner diameter of the sheath measured 2.95mm which is consistent with the nominal specification of 2.98mm per product drawing. The outer diameter of the sheath body measured 4.69mm which is within specification of 4.59-4.71mm per product drawing. The swan catheter was retracted back out of the mac sheath and then inserted back through. The swan catheter was able to slide through the sheath with minimal resistance. The catheter however could not pass through the inward damage near the 3rd hole of the distal lumen. The stretched material was manually pushed outwards and the catheter was able to advance fully through the mac sheath as expected indicating no other blockages were present. A DHR review was completed with no relevant findings. The IFU provided with this kit warns the user "do not apply excessive force in removing guide wire, dilator or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The customer complaint of the catheter was through a side hole was confirmed through this investigation. Visual inspection of the returned components revealed the swan catheter was pushed through the mac sheaths' 3rd distal skive hole instead of out the distal tip. The swan catheter returned was a 7.5fr catheter which is appropriate for the mac device used. The returned mac device passed all relevant dimensional inspections and a DHR review was completed with no relevant findings. Damage was observed around the area of the 3rd hole where the catheter passed through. No other defects, blockages or damage was observed and the device functioned as expected once the damage around the skive hole was manually pushed outwards. However, it is unknown if the mac sheath was damaged prior to use which caused the swan catheter to pass through the wrong hole, or if the mac sheath was damaged during insertion. Therefore, the root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.